Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused allergies for a year and a half, sinusitis and cough. The patient did report to receive medical intervention and saw a physician and was prescribed a cortisone spray. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.